Event description:
A malfunction alarm occurred with the customer's pump, displaying a malfunction code that could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged to replace the pump, while the customer planned to use a multiple daily injection (mdi) method as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed on storing the faulty pump and returning it with a prepaid label within ten days, which they acknowledged.